Event description:
Pt reported pump is beeping with air bubbles in the line. Not with pump currently to troubleshoot. Serial number not provided. No missed doses. No adverse events. No replacement at this time.